Event description:
New information notes that the right ventricle lead exhibited noise again on 3 march 2022. No intervention was performed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a device check. Upon review, the right ventricle lead exhibited noise episodes. No intervention was performed. No patient consequences.